Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form

Event description:
The patient was initially implanted with an afx device on (B)(6) 2016 to treat an aneurysm. Recently the patient's aneurysm was slowly increasing. It was reported that the patient was taken to the cath lab on an unknown date to find an endoleak and the CT showed some mild contrast in the sac. On 2018 the patient underwent a procedure to determine the source of the leak without success and the physician relined the body with another device. As of the date of this report there have been no additional patient sequelae reported. The patient status as unknown and no additional information was provided.